Event description:
Oxygen tanks obtained in another state. When rptr arrived home 305 days later rptr had developed pneumonia. The outside of cylinders and the fill areas were dirty. This has happened to rptr twice. Dr prescribed antibiotic. Oxygen provided by healthcare co.